Manufacturer narrative:
(B)(4). Pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer¿s blood 156mg/dl at time of incident. Customer states that they had crack on reservoir ring and thread. Insulin pump will be return for analysis.